Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. It was reported that the patient's blood glucose level went low during the night and was found unconscious. It was indicated that this occurred because of a failed sensor which caused the patient to no know what her blood glucose level was. She was treated with a glucagon injection and fast acting glucose. Medical intervention was not needed, and the patient was reported to be doing okay. No additional patient or event information is available.